Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product examination found that there was a small fiber inside the sealed sterile packaging. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a foreign substance was found in the packaging during inspection. No adverse events were reported as a result of this malfunction.